Event description:
(B)(4). Abdominal swelling, constant severe pelvic pressure and pain. Abdominal pain, abnormal menstrual cycles ( more than 10 days or twice a month) , developed anemia due to excessive amounts of bleeding during menstrual cycle. Headaches, lower back pain.